Event description:
It was reported a patient experienced a break in aseptic technique further described as a touch contamination while performing peritoneal dialysis (pd) therapy with unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated for peritonitis with ancef, fortaz, and vancomycin (doses, routes, and frequencies unknown). The patient was retrained on aseptic technique. At the time of this report, the patient had completely recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.